Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the proximal right coronary artery. The 3.5x38mm xience skypoint stent delivery system (sds) was prepared per the instructions for use. The sds was advanced without resistance; however, the stent dislodged off the delivery system. The sds was advanced to the dislodged stent and the stent was able to be deployed at the target lesion. When the stent was deployed it was noted that it was not fully apposed to the vessel wall; therefore, an unspecified balloon catheter was advanced and post-dilated the stent to fully deploy it. The procedure was successfully completed post-dilatation. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Additionally, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.